Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful pelvic sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)"), psychological trauma ("psych injury"), dermatitis allergic ("rash/skin condition"), vaginal infection ("vaginal infect"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems"), abdominal distension ("gastrointestinal or digestive system condition type: "), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines / headaches") and vaginal discharge ("vaginal discharge") and was found to have hormone level abnormal ("hormonal changes"), weight decreased ("weight loss") and skin papilloma ("rashes or skin conditions type: warts"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, dermatitis allergic, vaginal infection, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea, visual impairment, weight decreased and skin papilloma had resolved and the menorrhagia, psychological trauma, abdominal distension, vaginal haemorrhage, migraine and vaginal discharge outcome was unknown. The reporter considered abdominal distension, abdominal pain, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, skin papilloma, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment and weight decreased to be related to essure (ess205). The reporter commented: patient received treatment for vaginal infection. Discrepancy noted in date of insertion (B)(6) 2006. Current weight 98 lbs. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Imaging procedure - on (B)(6) 2006: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-mar-2020: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal), rashes or skin conditions type: warts, migraines / headaches, vaginal discharge, gastrointestinal or digestive system condition type: bloating. Outcome of event vaginal infection were updated. Reporter information, medical history were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful pelvic sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), psychological trauma ("psych injury"), dermatitis allergic ("rash/skin condition"), vaginal infection ("vaginal infect"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, dermatitis allergic, fatigue, gastrointestinal disorder, hormone level abnormal, headache, nausea, visual impairment and weight decreased had resolved and the menorrhagia, psychological trauma and vaginal infection outcome was unknown. The reporter considered abdominal pain, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, psychological trauma, vaginal infection, visual impairment and weight decreased to be related to essure (ess205). The reporter commented: patient received treatment for vaginal infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2006: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. This case become incident. Event injury was replaced with new events: abdominal pain, back pain, dysmenorrhea (cramping), dyspareunia (painful pelvic sexual intercourse), menorrhagia (heavy menstrual bleeding), psych injury, rash, vaginal infection, fatigue, gi conditions, hormonal changes, headaches, nausea, vision problems and weight loss. Date of implant updated. Date of explant added. Reporter information updated. Lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.